Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right jugular vein due to deep vein thrombosis (dvt), pulmonary embolism (pe), and contraindication to anticoagulation. The patient also reports an unsuccessful removal attempt and placement of a bard filter on (B)(6) 2018, followed by a successful retrieval of both filters on (B)(6) 2018 patient is alleging failed/complex retrieval. The patient further alleges "I underwent a failed complex surgical procedure to retrieve the cook gunther tulip filter. Given the condition of the cook gunther tulip filter after the failed attempt, placement of a second filter was necessary due to concerns of cranial migration of the cook gunther tulip ivc filter. This caused me to live with fear and anxiety. I had to undergo a second complex surgical procedure to remove both filters," as well as physical limitations. Retrieval report (attempted): "this demonstrated patency of the cava with small residual thrombus burden within the filter." "We then used a combination of techniques to try to remove the filter. This included use of a 20-mm goose snare followed by a clover leaf snare to ensnare the filter hook and pull it out. Both of these techniques were unsuccessful in terms of completely retrieving the filter. There were dense adhesions of the filter tines with the inferior vena caudal that could not be broken off." "An 8-french, 45-cm shuttle sheath was used for sharp dissection around the filter tines; however, this could not be positioned adequately and was not successful biopsy forceps as well was not very helpful. In light of multiple attempts without success and almost 100 minutes of radiation, we decided to stop the procedure. However, once we retracted the 16-french sheath out of the filter, we noticed that the filter was quite compacted and was not able to expand fully. In light of concern for possible cranial migration of the filter, we placed a bard denali ivc filter cranial to this filter to protect it from migration." Retrieval report (successful): "we obtained a cavogram and verified that there was no thrombus within the inferior vena cava filters. We accessed the right femoral vein and placed an 8fr sheath. We first snared the most recently placed filter with a gooseneck snare and pulled it out easily through a 12fr. Sheath. We then tried to get out the second filter. Laser catheter was passed down into the ivc. A gooseneck snare was then used to try and grasp the top of the filter. This was successful and we were able to disengage most of the filter from the cava wall, but the legs would not completely disengage and the snare was never engaged well enough to have firm purchase. We then snared a glidewire past the filter to form a loop and engaged the filter more firmly with the laser catheter. Laser was activiated and the filter disengaged from the vena cava wall and was pulled up and out of the 20 french sheath."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedment, filter thrombus, difficult/complex removal, fear, anxiety, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported fear, anxiety, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: inability/ difficult to retrieve. The reported allegations have been investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalot # and lot# are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2006 and subsequently underwent a failed complex surgical procedure to retrieve the filter. Given the condition of the filter after the failed attempt, placement of a second filter was necessary. The patient then had to undergo a second complex surgical procedure to remove the filter. Hospital and medical records have been requested, but not yet provided.